Manufacturer narrative:
Initial reporter phone number: (B)(6). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however, a photograph of the impacted set was provided. The visual inspection observed an external blood leak from the y connector of the replacement line. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m150 set c during priming. There was no patient involvement. No additional information is available.